Event description:
It was reported that an iLet user believed they had announced a breakfast meal, but the pump log reflected a meal announcement in the evening instead, leading to an unannounced meal and elevated blood glucose. Symptoms included hyperglycemia without associated complaints. Outcomes included self-management at home with continued monitoring and no medical intervention or hospitalization. Investigation included review of device reports and user guidance on proper meal announcements and strategies to prevent missed entries. Investigation of this case revealed no device malfunction and indicated user error related to missed or delayed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was use error due to failure to announce a carbohydrate-containing meal in a timely manner.